Event description:
The customer reported the device is failing the electrical safety test during periodic maintenance performance verification testing at the patient outlet and proximal port. There was no patient involvement. A remote service engineer (rse) advised to check the connection from the ground stud at the back of the unit to the grounding terminal block in the front. If good to check the spade connections on the terminal block and clean off all connections. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reseated the ground terminals within the unit to address the reported issue.